Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) determined that the reported event was caused by the failure of the dr board, because the device inspection result by olympus czech group, s.r.o. Confirmed the failure of the dr board. Since the endoscope image was not displayed only when the olympus 160 series and 180 series endoscopes were connected, it is highly possible that the synchronization circuit for the 160 series and 180 series endoscopes on the dr board has failed. The exact cause of the dr board failure could not be conclusively determined, because the device has not been returned to omsc. However it may have failed due to deterioration over time due to repeated use for a long period of time, because more than 6 years have passed since the device was delivered. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following: when connecting olympus 160 series and 180 series old endoscopes using an analog camera head, the monitor screen was black and the error code e311, which means that the white balance has not been set, was displayed on the screen. The dr board was defective and needs to be replaced. The reported event may have been caused by a defect in the printed circuit board. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the device did not display the endoscopic image when the flex videoscope was connected. The user replaced the device to another device and completed the intended procedure for inspection. There was no report of patient injury associated with the event.